Manufacturer narrative:
H.6. Investigation: one 5ml syringe in an opened blister pack from batch 9088557 (p/n (B)(6)) was received and evaluated. It was observed there was no scale marking present on the syringe, which was rejectable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9088557 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9088557 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was missing its scale markings and was noticed prior to use. The following information was provided by the initial reporter: "no markings to indicate the amount of fluid that would be in the 5 ml syringe".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was missing its scale markings and was noticed prior to use. The following information was provided by the initial reporter: "no markings to indicate the amount of fluid that would be in the 5 ml syringe."